Event description:
During an ercp procedure with stone extraction, the physician used a wilson-cook web ii memory double lumen extraction basket. During use, the inner drive wire punctured the outer sheath near the proximal end of the device. The device was removed. No injury to the user or patient was reported.